Event description:
A report was received that the patient was experiencing soreness at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. During the procedure, the two leads and lead splitters were also replaced as the leads were identified having high impedance. The leads were also re-anchored with clik anchors as it was believed that the leads broke at anchor site. The patient was reportedly doing well post operatively. No device malfunction suspected with the ipg.

Manufacturer narrative:
Additional information was received that the leads were broken prior to revision. Sc-2316-50 (sn:(B)(4)) device evaluation indicated that the lead passed visual and mechanical tests performed. The complaint was confirmed. X-ray inspection revealed 4 fractured cables in the proximal end. The completely severed cables were the reason for the high impedances observed. There were no exposed cables. The root cause of the fracture was unknown. Sc-2316-50 (sn:(B)(4)) device evaluation indicated that the lead passed visual and mechanical tests performed. The complaint was confirmed. X-ray inspection revealed 3 fractured cables in the proximal end. There were no exposed cables. The root cause of the fracture was unknown. The completely severed cables were the reason for the high impedances observed. The explanted lead splitters and ipg were not returned to bsn as they were discarded by the medical facility. It is indicated that the lead splitters will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing soreness at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. During the procedure, the two leads and lead splitters were also replaced as the leads were identified having high impedance. The leads were also re-anchored with clik anchors as it was believed that the leads broke at anchor site. The patient was reportedly doing well post operatively. No device malfunction suspected with the ipg.

Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.